Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received blank display. The customers blood glucose level was unknown. The troubleshooting was performed and the display did not returned. The customer stated that the contact on the battery cap was not damaged. The device will be returned for the analysis.

Manufacturer narrative:
Device was received with a blank display, problem isolated to electrical board. Unable to verify vibrating anomaly and perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display.